Event description:
It was reported that during use the cs300 intra-aortic balloon pump (iabp) displayed maintenance message #5 (helium pressure transducer out of calibration). No harm to the patient was reported.

Manufacturer narrative:
A2 - age at time of event: 40-50 years.e1 - event site name: (B)(6) hospital.upon completion of the investigation into this event a follow up report will be submitted.